Event description:
At regular pacemaker follow-up, the following issues were observed relatively to the ventricular channel when programmed in bipolar configuration: loss of capture, high impedance, abnormally low measurement of the r wave amplitude. The ventricular channel was reprogrammed in unipolar configuration and normal electrical performances were observed (impedance, r wave amplitude, threshold). Patient was discharged with his pacemaker programmed in unipolar configuration in the ventricular channel. Short follow-up was scheduled.

Manufacturer narrative:
It was reported on (B)(6) 2016 that upon interrogation (during a follow-up), irregular electrical measurements were observed in unipolar configuration. The physician scheduled a device explantation on (B)(6) 2016. During the re-intervention, it has been confirmed that the ventricular lead was fractured and so the physician did not suspected any issue with the subject device; however, he decided to replace the device. The subject device will not be returned.

Event description:
At regular pacemaker follow-up, the following issues were observed relatively to the ventricular channel when programmed in bipolar configuration: loss of capture, high impedance, abnormally low measurement of the r wave amplitude. The ventricular channel was reprogrammed in unipolar configuration and normal electrical performances were observed (impedance, r wave amplitude, threshold). Patient was discharged with his pacemaker programmed in unipolar configuration in the ventricular channel. Short follow-up was scheduled. It was reported on (B)(6) 2016 that upon interrogation (during a follow-up), irregular electrical measurements were observed in unipolar configuration. The physician scheduled a device explantation on (B)(6) 2016. During the re-intervention, it has been confirmed that the ventricular lead was fractured and so the physician did not suspected any issue with the subject device; however, he decided to replace the device. The subject device will not be returned.

Manufacturer narrative:
.

Event description:
At regular pacemaker follow-up, the following issues were observed relatively to the ventricular channel when programmed in bipolar configuration: loss of capture, high impedance, abnormally low measurement of the r wave amplitude. The ventricular channel was reprogrammed in unipolar configuration and normal electrical performances were observed (impedance, r wave amplitude, threshold). Patient was discharged with his pacemaker programmed in unipolar configuration in the ventricular channel. Short follow-up was scheduled.

Event description:
At regular pacemaker follow-up, the following issues were observed relatively to the ventricular channel when programmed in bipolar configuration: loss of capture, high impedance, abnormally low measurement of the r wave amplitude. The ventricular channel was reprogrammed in unipolar configuration and normal electrical performances were observed (impedance, r wave amplitude, threshold). Patient was discharged with his pacemaker programmed in unipolar configuration in the ventricular channel. Short follow-up was scheduled. It was reported on (B)(6) 2016 that upon interrogation (during a follow-up), irregular electrical measurements were observed in unipolar configuration. The physician scheduled a device explantation on (B)(6) 2016. During the re-intervention, it has been confirmed that the ventricular lead was fractured and so the physician did not suspected any issue with the subject device; however, he decided to replace the device. The subject device will not be returned.